Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
The reported event was verified by the complaint specialist during the device evaluation; during the visual inspection the security screw was found to be broken and the bushing on the tracker interface side was found to be missing. Based on the additional information received from the sales rep the component cracked once they tightened the locking mechanism with the hex driver.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the coupling for the orthopedic anchoring system broke into pieces. The procedure was completed successfully with the use of navigation and without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the coupling for the orthopedic anchoring system broke into pieces. The procedure was completed successfully with the use of navigation and without a delay; no adverse consequences or medical intervention were reported.